Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump passed displacement test and self test. No audio anomaly noted. Insulin pump was inspected and no moisture damage found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and buttons were not responding. The customer¿s blood glucose was 5.7 mmol/l. The customer reported that the insulin pump was wet and got low battery and also stated that the buttons were not working. The customer stated that the pump was vibrating without an alarm or alert. Customer stated a constant tone was occurring. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professiopnal instructions. The insulin pump will be returned for analysis.